Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an electrical test failure #06. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) checked and found , iabp given error electrical failure #06. In order to resolve the issue replaced part: assembly dss datasette cs100 d670-00-1185, assembly iab datasette cs100 d670-00-1184, exch pcb,iabp main board d670-00-0788e.

Event description:
N/a.